Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment the root cause was determined to be a defective pressure sensor assembly. In consequence the correction to replace the defective pressure sensor assembly rectified the issue. There was no patient or user harm. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamiton medical ag: the unit showed (B)(4) during working. We tested it with test lung and happened the same problem and we have replaced the whole new msp161228 on (B)(6) 2022 we confirmed that the pressure sensor board was broken. No patient harm occurred.

Manufacturer narrative:
The device was not returned for analysis. However, we were informed that the technician on site has replaced the pressure sensor board and as a result, the device functioned as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the unit showed 23202 during working. We tested it with test lung and happened the same problem and we have replaced the whole new msp161228 on (B)(6) 2022 we confirmed that the pressure sensor board was broken.. No patient harm occurred.